Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before and unexpected battery power loss. The customer¿s blood glucose level was 17 mmol/l at the time of the incident. The alarm was not resolved during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded v with voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector one electrical board , the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. No unexpected hardware low level failures alarm during testing however, v is found in the formatted history file due to broken traces of the keypad assembly.